Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found that there were multiple hypotube kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The crimped stent and balloon sections of the device were visually and microscopically examined. The undamaged section of the crimped stent outer diameter (od) was measured and was within maximum crimped stent profile measurement. Stent strut row 1 on the distal end of the stent is slightly flared. No issues with the balloon. The tip was visually and microscopically examined and no issues were noted. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-aug-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous and calcified left circumflex (lcx) artery. A 20 x 2.25 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the device failed to cross the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.